Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient inserted the infusion set in an area with scarred tissue on (B)(6) 2026. The insertion site was stomach. The blood glucose level was high and treated by manual bolus. No further information available.